Event description:
The physician attempted an arteriotomy closure using the starclose device in the common femoral artery. Thirty minutes post the procedure, it was noted that there were no pulses in the lower part of the patient's leg. It was reported the patient was taken to surgery where a thrombus was discovered at the access site. The thrombus and the starclose clip were removed. The patient is "doing fine."

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.